Event description:
It was reported that on (B)(6), the patient started showing signs of baclofen withdrawal. At the time of this report, the patient was in the ICU (intensive care unit). They had the patient sedated and were giving him baclofen. They had ruled everything out and were talking about replacing the catheter. The patient¿s wife stated that they were out of the country and she was concerned that the hcps (healthcare professionals) at the hospital were not super familiar with the pump. The device system was delivering baclofen. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0177999r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0177999r, explanted: (B)(6) 2014.

Event description:
Additional information was received and it was reported that the pump and catheter were removed.